Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient fainted and was sent to the hospital. The physician confirmed that the device had abnormal discharging and was not working normally. The device was explanted and replaced. No further patient complications have been reported as a result of this event.